Event description:
The pump was returned to animas. Evaluation revealed that the force sensor was out of calibration. This report is made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of investigation completed on (B)(4) 2011. (B)(6). 2531779-03/24/2010-003-r. The pump was returned to animas for evaluation. During evaluation the force sensor was found to be out of calibration. During testing, the load cartridge phase did not recognize the cartridge and dispensed fluid with a "no cartridge detected" warning. Unrelated to the complaint, the keypad was found to be torn and contamination was found under the button contacts. All keypad buttons were responsive except the contrast button, which was found to be unresponsive; the contrast button has no effect on insulin delivery function. A damaged keypad will allow contamination to permeate the button contacts, negatively impacting the button function.